Event description:
The product was received by the MFR for analysis with no info or reason for product return. The drug used in the pump was baclofen. Review of the device registration system shows the product was replaced. Additional info has been requested from the physician.

Manufacturer narrative:
Results of final device analysis detected motor gear shaft wear on the #5 gear, and the motor had stalled upon initial exam of the pump. The product was out of spec, as received.